Event description:
The lay user/pt contacted lifescan (lfs) in 2006 alleging low readings on her one touch ultra 2 meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. Mas also listened to the recorded call and obtained the following info: approximately one month and two weeks ago, the pt went to the ER on two consecutive nights, because she felt shaky, weak, "turned white as a ghost" and had spots on her face. She tested her blood glucose and obtained readings in the 50-60 mg/dl. One of the nights she obtained a 53 mg/dl on her meter. When she arrived in the ER, her blood glucose reading was 317 mg/dl on one night and 400 mg/dl on the second night. There was a 30-45 minute time difference between the pt's meter and ER's meter. When she went to the ER during both events, she was treated with a shot in her stomach, the back of her arms and treated with an IV. The pt tested prior to experiencing symptoms during both events; however, results were not provided. The technique of applying blood on the test strip was correct. The pt had been cleaning the puncture area with alcohol. The tests strips were in good condition and not expired. The control solution was opened a month ago. A quality control test was done and the pt obtained a 93 and 97 (102-136). Customer care advocate (cca) sent the pt a replacement meter and control solution. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the 53 mg/dl. The complaint is being reported because the pt alleged low blood glucose readings on her lfs meter and was treated in the ER after obtaining a 317 and 400 mg/dl on the ER glucose meter. The test strips failed twice using the control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.